Event description:
It was reported that during implant procedure, the physician had difficulty inserting the stylet into the lead lumen. Several unsuccessful attempts were made with different types of stylets. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.